Event description:
It was reported that during a scheduled retrieval, the filter could not be retrieved as it was tilted, with one filter leg extending outside the contrast column and the filter apex appeared to be embedded in the cava wall. The filter was implanted seven months ago in a male trauma patient. During the retrieval attempt, a recovery cone was advanced but the filter apex could not be captured. This cone was removed and replaced, as it was reported that the membrane became torn. Another cone was advanced, but the apex still could not be captured. The filter remains implanted while the physicians determine the course of action, if any.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states 510(k) - k062887.